Manufacturer narrative:
However, the condition could not be confirmed nor refuted. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter (pm) was observed in one hundred sixty-three (163) exactamix 250ml eva tpn (total parenteral nutrition) bags. The events occurred after the bags were filled (post-compounding) with an unspecified volume of fentanyl and bupivacaine in 85 bags and fentanyl citrate in 78 bags. The pm was identified by the customer as poly, styrene and acrylonitrile copolymer in 85 bags and styrene and abs in 78 bags. There was no patient involvement. No additional information is available.